Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction/internal fixation for a distal fracture of the upper wrist with the product in question. During the surgery, the surgeon used one medial extension and four posterior lateral holes to fix the fracture in sequence, then reviewed the x-rays to check the screw insertion direction. He then attempted to extract once to correct the orientation of the va locking screw 2.7, which he inserted in the third hole from the medial distal. When the screw was extracted using a t8 screwdriver, the screw head and shaft were disassembled, and only the head was removed. The remaining screw shaft portion was determined by the surgeon to not require forcible removal, and the wound was closed as is. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. No further information is available. This report involves one unk - screws: va locking. This is report 1 of 1 for (B)(4).